Event description:
Reporter indicated that during generator replacement surgery for suspected end of service, intraoperative device diagnostic testing when new generator was connected to original lead resulted in high lead impedance reading, indicating probable lead malfunction. The lead was also replaced. Further follow-up revealed that generator end of service was suspected because device diagnostic testing at office visit resulted in high lead impedance readings (dc-dc code 7 and limit). Elective replacement indicator was no, indicating that the generator had not reached end of service. During generator replacement surgery, the original generator was tested with a test resistor. This test resulted in high impedance value (7), indicating that the original generator was most likely nearing end of service, but has not yet tripped the elective replacement indicator from no to yes.